Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The pulse generator was original submitted on may 10, 2013. Noting model as 5816, sn (B)(4). We have sinced learned that the model was 5820, sn (B)(4).

Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator could not be interrogated. The physician suggested early battery depletion. The device was lost by the physician and the correct model and serial number could not be confirmed.